Manufacturer narrative:
Eval results: (endoleak, death).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a ruptured fusiform thoracic aorta aneurysm approx 6 years ago as part of a clinical study. Aneurysm and vessel morphology at the time of implant were not reported. A total of 8 thoracic devices were implanted. The pt also has a history of an abdominal aortic aneurysm with an endovascular repair and femoral-femoral bypass. It was reported that the pt had a component separation (type iii endoleak) between two of the implanted thoracic stent graft approx 2 years ago, and the physician elected to implant another stent graft to bridge the two separated stent graft successfully. Approx 11 months ago, the pt expired. According to the site, the cause of death is unk; however, the pt's family commented that the cause of death was cardiac arrest. No autopsy has been performed, and the investigator assessed the death as not related to the device or to the procedure.